Manufacturer narrative:
An event of patient effect heart block during the procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause of the reported heart block. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a baseline normal sinus rhythm (nsr). The length of the membranous septum was measured to be 4.2 mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-implantation balloon aortic valvuloplasty (pre-bav) was performed with a 20 mm non-abbott balloon. While the valve was being positioned, they placed the inflow edge of constrained valve at the bottom of the pigtail in the cusp overlap view. The deployment began while the pacing of the heart was controlled at a rate of 120 beats per minute and reported to be stopped at 80 percentage of deployment. Upon stopping, the patient was observed to be in complete heart block so back up pacing was performed while they accessed the depth of the valve. The valve was implanted at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). While the ds was retrieved back into the descending aorta, the patient's rhythm was noted to be in second degree heart block. Hence, a temporary pacing wire was placed from the internal jugular vein in order to stabilize the patient's heart rhythm. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged.